Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Faulty electric toothbrush head / smaller rotating head of the toothbrush became detached, and cannot be fitted back securely [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 31-jan-2017 that he needed to return a faulty oral-b brushhead, version unknown, without further detail. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 02-feb-2017 received consumer's follow-up e-mail: the consumer reported that the brush head was an oral-b dualaction brushhead, and the color of the logo was blue. He explained that the smaller rotating head of the toothbrush became detached, and could not be fitted back securely. He purchased the brush heads in a pack of two around (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Faulty electric toothbrush head / smaller rotating head of the toothbrush became detached, and cannot be fitted back securely / circular head of the two head device became detached and resisted efforts to re insert [device breakage], no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that he needed to return a faulty oral-b brushhead, version unknown, without further detail. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush head was an oral-b dualaction brushhead, and the color of the logo was blue. He explained that the smaller rotating head of the toothbrush became detached, and could not be fitted back securely. He purchased the brush heads in a pack of two around (B)(6) 2016. No further information was provided. On (B)(6) 2017 received consumer's follow-up letter: the consumer reported that the faulty toothbrush head was no longer available. The consumer reiterated that the fault lay with the circular head of the two head device, which came detached and resisted efforts to re-insert. No further information was provided.